Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that replace battery alarms appeared in the history without having been preceded by low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: evidence of a partially discharged battery being installed was observed in the black box data; user error caused the reported event. The pump powered on with the returned battery cap, which was able to properly fasten to the pump per the instructions for use (IFU). The battery compartment was found to be completely intact. Evaluation revealed that the pump drew electrical current within the specifications; the reported event was not duplicated. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed.